Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The stent delivery system was returned for analysis. A visual examination of the stent found that on the distal end of the stent, stent struts were pulled distally and some of the struts were stretched over the distal tip. No visible damage was noted on the proximal stent struts. The undamaged proximal section of the crimped stent od (outer diameter) was measured and the result was within the maximum crimped stent profile measurement. Stent damage most likely occurred during withdrawal attempts. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed signs of damage on the distal edges of the tip. This type of damage most likely occurred due to the stretched stent struts that were stretched over the tip. A visual and tactile examination found multiple kinks on several locations along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the extrusion shaft. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited.  (B)(4).

Event description:
Reportable based on device analysis completed on 13-dec-2017. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 4.00 x 24 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed using a 3.5 x 24 synergy¿ drug-eluting stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage.